Event description:
It was reported that the pump shows overpressure, although no infusion set is connected. There was unknown patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history review identified that the device has not been in before for repair related to the customer stated problem. Functional testing confirmed that the pump alarms overpressure. The exact cause of the issue was not determined, but the downstream occlusion (dso) sensor will be replaced.